Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
Hcp reports a catheter disconnect and infection due to recently implanted pump. Ten days post implant, the hcp reported pt symptoms of fever, swelling and tenderness at the pump site. Oral antibiotics were administered. Four days later the pt presented with symptoms of continued swelling, redness, and tenderness at the pump site. Pump and catheter were subsequently explanted after approx 2 weeks implant duration. Pt was treated with multiple oral antibiotics. Three weeks later, the infection resolved and the pt had a new pump and catheter placement. Follow-up info reported by the hcp reveals that while entering the device pocket during explant, a rush of clear fluid was noted. Cultures were taken, but results were not available.